Event description:
The surgeon implanted two nancy nails in 2003 and inadvertently implanted the protective plastic tip (packaged on the end to protect the packaging); rather than the plastic end cap that is also packaged with the product and intended to be implanted. The surgeon noticed the error subsequent to closing the pt. The co has no pt info.